Event description:
Postoperatively, the pt experienced four septic episodes. Streptococcus anginosus was cultured. A CT scan performed three years postoperatively, revealed presence of bile fluid in close proximity to the graft. Exploratory surgery to remove the graft revealed an extremely bent graft line adjacent to the duodenum. In this region, a hole was reportedly present in the duodenum. Both graft limbs directly below the bifurcation and a portion of the trunk segment above the bifurcation appeared yellow. The remainder of the graft outer surface was well incorporated in the surrounding tissues. The graft was excised and another graft was placed.

Manufacturer narrative:
Co has completed analysis of 20 - 9 mm i.d. Bifurcated gore-tex stretch vascular graft removed from one of male pts in march of this year. In addition to completed analysis, co has included microscopic slides with thin sections of graft materials stained with h&e, milligan's trichrome, ledrum's fibrin and accustain gram stains. Representative 35 mm slides of gross and light microscopic appearances of submitted samples are also enclosed. It is co's understanding that bifurcated graft was placed as aorto-bifemoral bypass because of aortic aneurysms. Postoperatively, pt developed sign of infection and septic episodes of four different occasions. Graft was removed to facilitate treatment of infection. Histological analysis of returned bifurcated gore-tex stetch vascular graft confirmed presence of active infectious process. Gram-positive cocci were noted within graft interstices of both limbs, and rather increased in left limb, for distance of 5 cm beneath bifurcation. Degenerated cells and proteinaceous material were associated witht this region. Lack of healing suggest involvement in ongoing, localized infectious process in surrounding wound bed as result of observed hole in intestine. In addition, calcium was noted along outer aspect of both limbs at bifurcation and right limb in region demonstrating majority of infection in left limb. Presence of calcium in those regions is indicative of severe cell death because of long-term infectious process. Calcium has been observed as late sign of infections. Remainder of bifurcated graft revealed tissue response consistent with that seen in other gore-tex vascular graft explants of implant duration of three years. This response was characterized by tissue attachment, slight foreign body response, tissue infiltration of graft wall and thin flow lining. Histologically, co was unable to determine reason for hole in duodenum adjacent to bent region of bifurcated graft. Co has received two isolated reports of similar event with bifurcated gore-tex vascular graft in 1989 and in 1998. In that case, fistula formation was not considered graft-related, rather suture type (polypropylene) and suturing technique were implicated. Literature indicates that dacron prosthesis and synthetic sutures have been associated with fistulae, usually result of their abrasion against duodenum over long period of time. In this particular case, graft apparently changed position and sagged, as indicated by bent region in both limbs beneath bifurcation; this may have added to reported abrasion against duodenum. Placement of omental flap has been suggested as cushion between graft and contents of abdominal cavity. Packet of literature is enclosed for your convenience.